Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital after a patient notifier alert was triggered for high hv (high voltage) lead impedance on the svc-can vector. The patient will continue to be monitored. No patient symptoms were reported.